Event description:
During an emergent endovascular procedure, one of the catheters used had a small piece broken off, surgeon attempted to retrieve piece but was unsuccessful, said catheter was packed and given back to the company representative.